Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) had not turned black when retreating. The surgeon still deployed the plug in the body. After withdrawing the device, manual compression was needed for three minutes to stop the bleeding. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed even though the indicator window changed to black-black when the device was withdrawn. The surgeon did not deploy the plug in the body. After withdrawing the device, manual compression was needed for three minutes to stop the bleeding. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach and the exoseal vcd was used in a diagnostic procedure. A cordis 5f 11cm avanti+ sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was not depressed when the indicator window was at the white/black position. It is not possible that the deployer failed to see the indicator window change to black/black upon depression of the button. When the device was removed from the patient, the indicator wire loop was deployed with no anomalies noted. The device was attempted to be deployed outside the patient¿s body, and the indicator changed and the button could be depressed. The patient¿s status after the procedure was good. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis a slightly kinked/bent condition was observed during this analysis, located 8.3 cm apart from the distal tip. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked/bent area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A review of the manufacturing documentation associated with lot 18399226 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed and a functional analysis could not be performed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.